Event description:
Reporter indicated that a pt developed vocal cord paralysis following a revision surgery during which both the vns generator and lead were replaced. It was reported that the pt's output current and magnet current had been set to 0ma in surgery. The reporter indicated that the event was most likely due to the surgery and "possibly swelling of the vagus nerve." It was reported that the pt's voice has recovered and she no longer experiences hoarseness.